Event description:
There have been 4 reports of the bd maxzero needleless connectors being difficult to use, crumbling and cracking with twisting when attaching and detaching from connection ports requiring new lines and connectors to be obtained.